Manufacturer narrative:
Method: review of mfg records was performed. Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing sys. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific received info that this epicardial right ventricular lead was taken out of svc after 10 days implanted due to a sternum infection. The pacemaker and atrial lead remain implanted.